Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed between (B)(6) 2017 to (B)(6) 2017. User occasionally made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There were no other obvious requests or deliveries that would cause bg levels to drop. There is no evidence of device malfunction related to the reported low blood glucose.

Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (21 mg/dl) and soda was consumed to address the bg level. The cause of the low bg was not known. As the low bg events had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.